Event description:
It was reported that, following a deep brain stimulation implant procedure, the patient stated that the surgery did not go well and that it was difficult to program the right settings into the implantable neurostimulator. It was unclear whether the event was related to a product issue, and the patient was advised to contact the managing physician regarding therapy-related issues and to contact technical support for technical questions. The patient was instructed to call back if the issue was not resolved permanently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.